Manufacturer narrative:
Correction is being made to customer name and address. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the indicated phenomenon was caused by the burnout of lamp b. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
This is a device that was returned after a loan to a customer with no issue reported. The device was inspected as a routine. There is no patient involvement. Upon inspection of the returned device, it was observed that an error message lamp error b was received. The lamp b was burned out. This medwatch is being submitted for the reportable issue of the lamp error b message received, which is attributed to the lamp burning out, observed during device evaluation.

Manufacturer narrative:
Event date is (B)(6), 2021. A routine inspection was performed for the returned loaner device. Upon inspection and testing, it was observed that an error message lamp error b was received. The lamp b was burned out. Additionally, the brightness of the endoscopic image could not be changed when pressing the minus button or plus button because the shutter was defective. The locking lever of the video connector was defective that didn¿t allow for the proper connection of the connectors of devices to the video connector socket of the video system center. Plus, the light connector socket was also found broken. The front panel was damaged on the left side. It is likely the defectiveness of the video connector socket occurred with excessive pressure applied to it when pressing the locking lever down to disconnect the video plug of video scopes or camera heads. The damaged condition of the device front panel, may very likely have occurred either during its transit. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.